Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had previous right heart failure symptoms and was on IV inotropes at home. The IV therapy was discontinued and her heart failure symptoms resumed. The pt came to the hospital with symptoms of shortness of breath and was restarted on medication. Pt is presently in hospital being treated for symptoms of right heart failure.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.